Manufacturer narrative:
The incident occurred due to user error on the part of monteris service personnel handling a monteris carbon dioxide tank in the proximity of a deployed magnet. Imris does not sell, import or distribute monteris products.

Event description:
The monteris system includes two carbon dioxide (co2) tanks and associated valve rack to cool the laser. The system equipment cabinet is in the magnet bay room. A monteris service technician was checking for a potential leak in the co2 system. He decided to check if the possible leak was with the connection on the new co2 tank and brought an empty co2 tank back into the or suite to test its connection. The empty co2 tank was drawn into the magnet of the imris neuro iii-sv system. The imris magnet needs to move from the magnet bay in order to change the cannisters. The technician failed to move the magnet this time. Please note that imris does not sell, import, or distribute any monteris products. The service technician sustained some minor scrapes on the palms of his hands that did not require medical intervention. The event was caused by technician error. The magnet sustained damage to several of its components.